Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure the customer experienced error message code 01 shutter failure. Per the customer, the laser system was turned off/on several times but the error message code would not clear. The customer reported the case was re-scheduled. No pt injury was reported.